Event description:
Customer reported the unit has an error code message of pressure regulation high. Reportedly, system keeps alarming and patient is disconnected even though the patient wasn't. Leak less than 50. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Corrected. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue is due to customer pulled the syringe back and unit locked into -30. In order to reset to 0, unit has to be turn off and back on, cycle power, to reset.

Event description:
Customer reported the unit has an error code message of pressure regulation high. The customer indicated that they don't know anything about the patient side or it is was on a patient.